Event description:
Related manufacturer reference number: 3006705815-2023-06350. Related manufacturer reference number: 3006705815-2023-06406. Additional information received indicates that patient¿s both leads migrated. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2023-06350. It was reported that the patient was unable to set the system into MRI mode due lead migration. Additionally, the patient lost therapy around (B)(6) 2023 due to ipg had reached end of life. It is unknown if this occurred prematurely. In turn, surgical intervention took place wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.